Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.

Event description:
It was reported that air bubbles were observed within the canister. Customer experienced an elevated blood glucose (bg) level. The continuous glucose monitor read ¿high¿; however, a specific bg value was not provided. A correction bolus was delivered to address bg. Customer continued to use the supplies and pump for insulin therapy.